Event description:
Device issue: none. Adverse event: dissection. Time of adverse event: during the procedure. It was reported that after pre-dilating the lesion in the mid part of the lad, the lesion was stented with the 3.0 x 28 mm xience v. During review of the final angiography it was noticed that there was a dissection that occurred at the distal part of the stent. This was treated with a 3.0 x 15 mm xience v. No add'l event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. Dissection is a known adverse event as listed in xience v instructions for use (IFU). Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacturer, design, or labeling.